Event description:
It was reported that the patient required re-ptca involving the target lesion 18 months post index procedure. A bms device was inplanted during the procedure.the investigator indicated the reported event was unrelated to the study device

Event description:
The reported revascularisation occurred approximately 23 months post the index procedure and not 18 months as previously reported.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. A lateral branch occlusion occurred during implantation of stent to proximal lad. The following day it was reported that a myocardial infarction (mi) occurred. The reported mi unrelated to the target vessel. The investigator indicated the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (myocardial infarction).